Manufacturer narrative:
The investigation of the returned catheter found the balloon ruptured 3.4cm from the distal tip, as well as additional damage that is consistent with occurring during the retrieval process. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing excessive forces.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that the balloon ruptured during the procedure. The device was removed in its entirety. There was no reported patient injury or intervention.